Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal was rolled, however, it would not come out of the delivery tube. A new kit was opened to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the deployment tube and the seal was extending out of the tube. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal was rolled, however it would not come out of the delivery tube" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).